Event description:
Clinical information: (B)(4) - summit, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm tendyne mitral valve was successfully implanted in a patient. On (B)(6) 2025, it was noted that the patient was hospitalized due to mitral regurgitation noted. On(B)(6) 2025, a transthoracic echocardiogram revealed that valve was present in the mitral position. However, the leaflets of the valve were poorly visualized and there was marked turbulent flow across the valve. No intervention was performed, but the patient remained hospitalized.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hospitalization due to severe mitral regurgitation after a year of successful tendyne valve was reported. Also reported that the patient experienced several symptoms including shortness of breath, bilateral lower extremity edema, weakness, fatigue, decreased appetite and dysphagia. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported regurgitation and patient effects could not be conclusively determined. The reported unexpected medical intervention was a result of medication treatment (apixaban) that was later discontinued when the patient opted for hospice care. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4)- summit, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm tendyne mitral valve was successfully implanted in a patient. On (B)(6) 2025, it was noted that the patient was hospitalized due to severe mitral regurgitation noted. The patient experienced several symptoms including shortness of breath (sob), bilateral lower extremity (ble) edema, weakness, fatigue, decreased appetite, and dysphagia. On (B)(6) 2025, a transthoracic echocardiogram revealed that valve was present in the mitral position. However, the leaflets of the valve were poorly visualized and there was marked turbulent flow across the valve. The patient was hospitalized and apixaban was initiated as a treatment but later discontinued when the patient opted for hospice care. The cause of mitral regurgitation in the 29mm tendyne mitral valve is unknown. The patient has since been discharged home under hospice services. --final emdr-- subsequent to the previously filed report, additional information was received that the cause of mitral regurgitation in the 29mm tendyne mitral valve is unknown. The severity of the regurgitation was classified as severe. The patient experienced several symptoms including shortness of breath (sob), bilateral lower extremity (ble) edema, weakness, fatigue, decreased appetite, and dysphagia. Apixaban was initiated as a treatment but later discontinued when the patient opted for hospice care. The patient has since been discharged home under hospice services. No additional information was provided.